Manufacturer narrative:
Concomitant medical products: product ID: 3531, product type: external neurostimulator. Product ID: 3531, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that when their wife was changing their bandages on date notified they accidentally pulled out the l wire and the l lead came out. The patient also reported seeing a settings not available screen 59 on the controller. Troubleshooting did not resolve the message. There were no symptoms alleged. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.